Manufacturer narrative:
Correction: patient ID updated to proper value. The archive from the procedure was reviewed by medtronic personnel. The review found that the merges were slightly off, however this could not determine the probable cause of the imprecision.

Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the right lead was 2.5 mm superior, 2.0 mm posterior, and 1.5 mm medial. Left lead was 2.5 mm posterior, 1.5 mm superior. The merges had looked fine, CT used for registration, axial scans from the MRI, and leksell coordinates checked by multiple people. Site verified the leksell was calibrated frequently. This issue was noted at the end of the case for a confirmation of lead placement. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software was investigation found that the reported event was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the right lead was 2.5 mm superior, 2.0 mm posterior, and 1.5 mm medial. Left lead was 2.5 mm posterior, 1.5 mm superior. The merges had looked fine, CT used for registration, axial scans from the MRI, and leksell coordinates checked by multiple people. Site verified the leksell was calibrated frequently. This issue was noted at the end of the case for a confirmation of lead placement. There was no impact to patient. There was no reported delay to the procedure due to this issue.